Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis showed that the wires of the conductor coil were found fractured 46 cm distal to the is4 connector pin. The damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Low impedances were reported on this lv lead. The lead appeared to be - crunched - in the pocket. No adverse patient events were reported. Should additional information be received, this file will be updated.